Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and seizure.

Event description:
It was reported that a brief sensor issue occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced a "brief sensor issue" for under 1 hour. On (B)(6) 2024, the patient was asleep when she suddenly experienced a seizure. There were no cgm (continuous glucose monitor) readings showing due to a ¿brief sensor issue¿, which was followed by a signal loss. Her stepsister who was with her took a fingerstick and the blood glucose reading was 26 mg/dl. She then administered baqsimi to the patient and called the paramedics. When the paramedics arrived, the patient was given orange juice and was brought to the hospital. The patient was admitted around 4:59 am. No further medication was given at the hospital, and when a fingerstick was taken the blood glucose reading was 247 mg/dl. No cgm reading was reported from that moment. The patient was discharged at 6:18 am, and the blood glucose reading was 238 mg/dl. At the time of the report the patient was fine. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that brief sensor issue under an hour occurred. The probable cause could not be determined. No additional patient or event information is available.